Manufacturer narrative:
Block b1: updated to product problem.block h6:imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient.block h11:the polaris ultra ureteral stent was returned for analysis. The suture and the positioner did not return. The reported event of stent buckled material will not be confirmed and will be documented as no problem detected. During the visual, magnification inspection, wire insertion, and dimension test, it was found that the suture hole torn until the tip. No buckles were observed on the stent. A sensor wire of 0.038 previously immersed in saline solution was inserted into the stent to evaluate if some resistance is felt inside the device, however, no resistance was felt during the analysis performed and the guidewire was able to fully pass through the stent. Additionally, a dimensional inspection confirmed that the tip inner diameter was within specification. It was not possible also to identify any evidence of the alleged issues on the device since the stent was not buckled and also the guidewire was able to fully pass through the stent. Additionally, the suture did not return indicating that it was removed, and the device was used. This failure could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the procedure. Consequently, affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions, since the main problem found was traced to the user not following the manufacturer's instructions.a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that during procedure, when the stent was pushed up using the positioner, the tail was buckled. The procedure was completed using another of the same device and there were no patient complications reported.

Manufacturer narrative:
. Imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient.

Event description:
It was reported that during a ureteroscopy procedure while inside the patient, the polaris ultra stent was pushed up using the positioner, the tail was buckled. The procedure was completed using another of the same device and there were no patient complications reported.